Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that the insulin pump was not delivering insulin correctly over the last two to three weeks leading up to the call. Customer stated that she saw bent cannulas, but the insulin pump was not alarming no delivery. Customer reported that she kept experiencing high blood glucose levels and was going into diabetic ketoacidosis. Blood glucose level was 500 mg/dl at the time of the call. No further information was provided.